Event description:
Additional information stated the patient was not going to be having a lead revision and that was incorrect information. It was reported the patient was reprogrammed from unipolar to bipolar and was receiving clinical benefit from their therapy and their tremor was reduced.

Event description:
Follow up information reported that the patient did receive some clinical benefit from the implantable neurostimulator (ins) therapy but the surgeon has decided to do a lead revision in the near future. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were low impedances. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that impedance testing was done on the day of surgery, which was how the reporter knew that there was a possible short. No malfunctions were seen and the cause of the issue was not determined. No interventions were taken or planned. It was reported that the patient would be seeing his neurologist for programming within a week or so of the report. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v296975, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v296975, implanted: (B)(6) 2009, product type lead. (B)(4).